Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) explanted due to an infection on an earlier date. The physician does not know the type of infection or when the symptoms started. The patient is healing after this surgery.